Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Analysis of the pump, model# 8637-40, serial# (B)(4), found no significant anomalies. End of service occurred due to time progression.

Event description:
Information was received from a manufacturer representative regarding a patient who received unknown morphine (50mg/ml, 14.496mg/day flex dose, 0.480mg/hr) in an implantable pump for non-malignant pain and failed back surgery syndrome. An alarm was not heard, but confirmed by telemetry. The patient did not hear the alarm prior to end of service (eos), which occurred on (B)(6) 2016. It was reviewed the patient should have heard the elective replacement indicator (eri) alarm 90 days prior to eos. Eri reportedly occurred on (B)(6) 2016. The patient was seen at the clinic in (B)(6) 2016, but the healthcare provider (hcp) missed the eri occurrence and eos date. The patient started experiencing symptoms/loss of therapy on (B)(6) 2016, which alerted the patient to have the pump read. The pump was replaced on (B)(6) 2016. The hcp programmed a 0.5mg single bolus after the pump was connected to the existing catheter, which could not be aspirated (the hcp elected to use an angiocath on the catheter once disconnected; did not attempt to aspirate from catheter access port). So a back table prime (of 0.199ml) was done. The patient indicated they received efficacy prior to eos. Due to this, the hcp did not think the inability to aspirate the catheter was an issue. Following replacement, the pump was programmed to flex mode (0.48mg/hr), total daily dose of 14.87mg/day. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was not believed that the physician "missed" the eri. The patient and his family reported the pump never alarmed until the pump had stopped. It was unknown how the patient went beyond eri to the point where it stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.